Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). The patient reported that at the time of the shock, he was laying of the sofa playing with grandchildren, pushing them away while they were trying to reach and grab him. With pocket and electrode manipulation the noise was not reproducible. Shock impedance reported an in-range value. With standard provocative maneuvers, very little myopotential noise was present and was never marked when tested in primary and alternate vector. When trying to reproduce the movement that led to the inappropriate shock some noise was observed, but correctly discarded in primary and alternate vector. Primary vector was tested with two times gain. However, this led to t-wave oversensing, which was marked as discarded beat but also as sensed. Boston scientific technical services (ts) observed that there were untreated episodes from a few years earlier and a treated episode that was similar from almost three years earlier. At that time the sensing vector had been programmed to primary with one time gain. The field representative noted that since the primary sensing vector had been free from noise since programming it almost three years ago, and the situation that produced noise was correlated with movements from the patient that were out of the ordinary, the physician opted to leave the s-ICD programmed as it was previously in primary with one time gain. However, the tachy detection zones were reprogrammed. Ts did provid additional troubleshooting options. At this time the patient was instructed to perform daily remote interrogations for monitoring purposes. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.